Event description:
It was reported that the dark blue connector of a minicap extended life pd transfer set leaked; further described as "busted" and the female connector on the "pd tubing broke off". This occurred after completing peritoneal dialysis therapy on a cycler. There was no report of patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.